Event description:
Additional information was received which noted that the patient was checked and the shock impedance measurements were approximately 110 ohms. The patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of 125 ohms. Troubleshooting options were discussed, as well as the option to continue to monitor the impedance measurements. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Patient code (B)(4) is being used to capture the additional intervention performed.

Event description:
Additional information was received which noted that a 5 joule commanded shock was performed to test the integrity of the system, showing a shock impedance measurement of 88 ohms. Additionally, fluoroscopy did not show any abnormalities. Options would be discussed further with the physician. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Follow up report 4 (correction): this report is being submitted to provide updated information for section h6: impact codes and d4: unique identifier (UDI) #. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of 125 ohms. Troubleshooting options were discussed, as well as the option to continue to monitor the impedance measurements. No adverse patient effects were reported. The lead remains in service. Additional information was received which noted that the patient was checked and the shock impedance measurements were approximately 110 ohms. The patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service. Additional information was received which noted that a 5 joule commanded shock was performed to test the integrity of the system, showing a shock impedance measurement of 88 ohms. Additionally, fluoroscopy did not show any abnormalities. Options would be discussed further with the physician. No additional adverse patient effects were reported. The lead remains in service.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of 125 ohms. Troubleshooting options were discussed, as well as the option to continue to monitor the impedance measurements. No adverse patient effects were reported. The lead remains in service. Additional information was received which noted that the patient was checked and the shock impedance measurements were approximately 110 ohms. The patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service. Additional information was received which noted that a 5 joule commanded shock was performed to test the integrity of the system, showing a shock impedance measurement of 88 ohms. Additionally, fluoroscopy did not show any abnormalities. Options would be discussed further with the physician. No additional adverse patient effects were reported. The lead remains in service.